Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that when high-energy endo therapy accessory is used without ensuring a sufficient distance from distal end, the event may occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited a burn on the distal end. There was no patient involvement.